Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 400 mg/dl at the time of incident. Customer inserted an infusion set and all day he was at more than 600 mg/dl. Customer was using auto mode feature at the time of reported event. Troubleshooting was completed for high blood glucose. Insulin pump will not be returned for analysis.